Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number lah297- f2820, and no non-conformances were identified. Investigation summary: four unopened samples of product code f2820, lot lah297 were returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent promontofixation by richter (low way) on an unknown date and suture was used. The suture was broken during the first knot when pulling. The rupture was not at the level to the attachment at the needle. There were no adverse patient consequences reported.